Event description:
On (B)(6) 2013, when the physician was looking for a renal artery during a laparoscopic left nephrectomy, the physician stopped bleeding with a ligasure due to heavy bleeding. Additionally, since there was bleeding from the kidney, the physician could not continue the laparoscopic surgery hard because of poor visibility. The physician converted to open surgery and the surgery was completed. It was difficult to find the artery because the pt was obesity and there were many fat tissues. On (B)(6) 2013, the pt died from a disseminated intravascular coagulation (due to liver and kidney failure) and an excessive bleeding. On (B)(6) 2013, the facility reported below the physician incorrectly cut an arteria mesenterica superior and an arteria celiaca as a kidney artery and incorrectly clipped right kidney artery during a laparoscopic surgery on (B)(6) 2013. Because of a blood feces, the facility recognized that there was a possibility of a wrong cut. The facility performed an emergency surgery on (B)(6) 2013, but the pt died on the evening of (B)(6) 2013.

Manufacturer narrative:
The subject device was discarded by the user facility. The exact cause of the user's experienced cannot be conclusively determined due to the absence of the device to investigate. The doctor of the facility stated that there was no mistake in the usage of the devices and no indication of the failure of device by checking the video. The phenomenon is due to a medical error of the facility. This report is being submitted as a medical device report in an abundance of caution.